Event description:
Catheter was inserted 11/11/98. During an infusion intravenous potassium chloride, the pt experienced great pain when extravasation took place. The catheter was removed following a venogram which showed the tunnelled portion of the catheter to have holes.